Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that per insulet email product complaint documentation, the patient experienced inaccurate cgm values. The patient stated ¿dexcom was reading low glucose values, when was actually high, leading to hospitalization for dka.¿ the patient was using an omnipod 5 insulin pump at the time of the event. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.